Manufacturer narrative:
Follow-up #1: date of submission: 9/13/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings returned battery cap and test cap are unable to be fully tightened and are difficult to remove. Battery compartment threads are damaged. Battery cap was returned stuck to pump and had to be forcibly removed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed they were unable to remove the pump's battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.